Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she was struggling to urinate and had to self-cath. The patient also reported power on reset message (por).there was no fall or trauma reported. The patient experienced soreness in the implant area. It was noted that patient had contacted health care provider (hcp) about change in symptoms/por and scheduled appointment for (B)(6) 2015. The patient also spoke with a nurse practitioner (np) regarding soreness 6 months prior to (B)(6) 2015 time frame but nothing was done. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient got a new battery put in in 2015. No further patient complications are anticipated or expected as a result of this event.